Manufacturer narrative:
The manufacturer did not receive x-rays for review. The manufacturer did not receive yet the device, however it is indicated by complainant that it will be returned for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During surgery there was an assembly issue between the dynesys pedicle screw and set screw and that the set screw couldn't be threaded into the pedicle screw. Another set screw has been used to complete the surgery.

Manufacturer narrative:
Additional information was received on (B)(6) 2019. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
Dynesys, pedicle screw + set screw quantity has been updated to two. Another set screw has been used to complete the surgery.

Event description:
Please refer to report 0009613350-2019-00652.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Harm: s1 - no patient, user, or other stakeholder harm. Hazard: does not fit or function. No relevant medical data has been received. Visual examination: 2 dynesys pedicle screws and 2 set screws were returned for investigation. The visual examination of the set screws show some polished areas in threads. No other deformations can be seen. The returned pedicle screws show that the threads where the set screw should be inserted are damaged. The product is intended for treatment. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).